Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low battery warnings days prior to the event date and one replace battery warning on the event date. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened to further investigate and no internal issues were found. The reported power issue was confirmed in the alarm history but the investigation was unable to duplicate the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. The pump allegedly emitted low battery and replace battery alarms. The battery was changed to one from a different package; however, the pump continued to require frequent battery replacements. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.